Event description:
It was reported that the forceps channel on the videoscope was clogged. The issue was found during reprocessing. The intended therapeutic procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation findings were as follows:. The nozzle, bending section cover, and connecting tube had foreign objects, due to wear of angle wire, bending angle in up direction did not meet the standard value. The adhesive on the bending section cover had a chip, due to clogging of nozzle, water removal ability did not meet the standard value, the adhesive around objective lens and light guide lens was peeled, the plastic distal end cover and connecting tube had a scratch and the connecting tube had a dent. The scope was cleaned, disinfected, and sterilized before being sent to olympus. The customer does not know when the foreign material adhered to the videoscope, nor do they know what the material is. There was no delay noted in the start of precleaning. The customer flushed the air/water nozzle with the detergent solution. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable findings could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.